Event description:
Event description guidant received information that this implantable lead was surgically abandoned during a procedure to replace the device for normal battery depletion. The lead appeared to have an insulation break which caused intermittent loss-of-capture. A new lead was placed without problems.